Event description:
A customer contacted beckman coulter, inc (bci) in regards to an elevated troponin (accutni) result above the ami cut-off generated on access 2 immunoassay system for one patient. The result was reported out of the laboratory. The elevated result was repeatable and did not dilute out linearly upon repeat processing. The customer did not have enough sample volume to send to bci for additional testing. The customer did not report effect to the patient or user attributed or connected to this event.

Manufacturer narrative:
A bci customer technical support (cts) offered additional testing on the sample but the customer did not have enough volume to send. Service was not dispatched for this event. The definitive root cause for the event has not been determined to date.